Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total knee replacement procedure on unknown date and suture was used. Following the procedure, the patient developed a suture abscess in a section of the incision. A course of treatment is unknown. Additional information will be requested.